Event description:
It was reported to philips that the fluoroscopy could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed as planned after restarting the system. A philips field service engineer (fse) inspected the system on-site and found that fluoroscopy was not possible. To resolve the issue, the fse replaced the x-ray tube. The system was returned to use in good working order and ready for clinical use. Analysis of the log file showed "x-ray tube current out of range" and confirmed the reported malfunction. The x-ray tube was returned for further analysis. Functional testing was performed and identified a vacuum leak in the cathode insulator. Micro-leakage causes a gradual deterioration of the vacuum, which over time leads to occurrences of the 'tube current out of range' error. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information was received that identified the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart, and the procedure is completed, it is unlikely that the issue would result in death or serious injury. Philips has therefore concluded that this event is not reportable. The codes were updated based on the investigation outcome.